Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurate results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at noon, the patient alleged blood glucose results of '122,156 and 84 mg/dl' with the patient's lfs meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% or <=20mg/dl. The patient reported using self adjusting insulin (type unknown) to manage his diabetes. The patient claimed he made no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported developing symptoms of 'sweaty and tired' 1 minute after the alleged issue starting. The patient denied receiving any treatment in response to the symptoms. It is not know if another device was used. At the time of troubleshooting, the cca confirmed the patient was using the approved sample site for testing and the subject meter was in the correct unit of measurement at the time of testing. The reporter noted the patient's testing process is correct. The reporter also confirmed using the same meter to obtain the results. However a control solution test was not run due to the reporter not having testing supplies available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient claimed his meter was reading inaccurately therefore he delayed treatment, and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.